Manufacturer narrative:
The event was reported to have occurred sometime in the year prior to this report. (B)(6). The device was received for evaluation attached to a non-baxter catheter. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Iso gauging was performed on the one-link device and the female luer of the non-baxter catheter. The one-link device passed the gauging test; however, the female luer of the returned catheter set failed the iso gauge test. The devices were then manually connected, and revealed that the connection was loose. The one-link device was found to meet specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link needle-free IV connector disconnected from an unspecified device, leading to a leak. This occurred during an infusion of chemotherapy solution. The reporter stated that the connection appeared to be tight with no visible defects prior to the leak. There was no patient injury or medical intervention associated with this event. No additional information is available.